Event description:
Patient implanted with veptr ii on (B)(6) 2012 post operatively experienced skin breakdown and hardware penetration through the skin. Subsequently, the implant surgeon planned to remove the suspect hardware on (B)(6) 2012. However, no removal/explant date has been reported at the time of this report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.